Event description:
On (B)(6) 2012, product analysis was completed on a generator that had been explanted due to end of service. The elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The battery was partially depleted. The current automated post burn-in test found that the pulsing current 1ma measurement was over the limit. Bench analysis found that q9 and q10 had leaky current, which was the root cause for the out of specification pulsing current 1ma measurement. After q9 and q10 were replaced with known good bench components, the device met the specification requirements of the current automated post burn-in electrical test . The leaky q9 and q10 components could potentially be a contributing factor to the partially depleted battery condition. Review of the manufacturing records confirmed that the device met product specifications prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the device performed according to functional specifications prior to distribution. A failure of the device was found, but did not cause or contribute to a death or serious injury.